Manufacturer narrative:
(B)(4). Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. 10 retained samples were tested. None of the cap/stopper assemblies popped off. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The most likely root cause is that the forces produced by the pneumatic transportation system may have an effect on the integrity of the tube. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was stopper pops out of the tube and sample leakage . The following information was provided by the initial reporter: translated to english. The customer stated: "on (B)(6), 2020, after the nurse collected blood from the patient, the blood collection tube was sent to the laboratory by pneumatic logistics. The laboratory inspector received the sample barrel and found that the test tube of the vacuum blood collection tube was separated from the yellow safety cap when opened. The blood samples were spilled and contaminated all other blood samples sent at the same time, and the laboratory department returned blood samples and cleaned up other contaminated blood samples."